Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a replace battery now and unexpected battery power loss alarms without getting a low battery alert. The customer¿s blood glucose level was 9.2 mmol/l at the time of the incident. Customer stated the battery has to be changed within minutes of inserting it. Customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify power loss alarm or replace battery now alarm due to blank display. Device received with corroded battery tube and corroded motor home switch.